Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced atrial flutter with rapid ventricular response where anti-tachycardia pacing (atp) was initially delivered. The last atp that was delivered accelerated the ventricular rate and a 41j shock was delivered to convert the rhythm, however during that rhythm the patient experienced syncope. The patient was checked at the emergency room due to the syncopal symptoms, and was referred to their implanting or following physician. The device remains in-service. No additional adverse patient effects were reported.